Event description:
At the start of a routine hemodialysis treatment, the operator inadvertently left the saline line open, causing the cartridge to fill with air. Attempts were made to remove air before discontinuing treatment. Rinseback was not performed resulting in an estimated blood loss of 220cc. The pt's standard epogen dose was increased and the pt received iron. No other medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported event is attributed to the operator not following instructions per the user's guide, which states to ensure the saline line is clamped prior to treatment. The user's guide further contains adequate instructions regarding air removal. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional info will be provided.